Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2023-01364; 940-02-56h, (B)(6) - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient had pain and it looked like cup was put in non-ideal version during primary surgery.